Event description:
The facility had reported an infusion pump with a failure code 812:02. The facility representative had stated that no pt incidents have occurred since the last baxter service event. Info was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use, but no additional info was available.